Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The previous ams penile prosthesis was removed and replaced with a new ipp. No patient complications were reported in relation to his event.